Manufacturer narrative:
One cadd legacy 1 pump was returned. The event log was reviewed and there was evidence of error 1871. Functional check and visual inspection were conducted on the pump. The reported "error code 1871" issue was confirmed. The pump was found to be displaying "1871" error code message during the investigation. It was recommended that the motor be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1871. The issue was discovered during testing and there was no patient involvement.